Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a kink occurred in the guiding catheter, and the tip ruptured after twisting; subsequently, the catheter became separated inside the patients body and was removed together with the wire. The procedure was completed with another of the same device. No patient injuries were reported.